Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, the device "broke". According to the preliminary investigation it broke on the joint of the jaws. No patient involvement reported. No death or (unanticipated) serious deterioration in state of health reported.